Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. There was no button error alarms noted. The pump was received with minor scratches on lcd window. The pump was received with cracked case at reservoir tube window corners. The pump was received with broken battery tube threads.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.